Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported phenomenon, image was not displayed was due to faulty charge-coupled device (ccd). As to the cause of the faulty ccd, the water leakage occurred due to some reasons, resulted in broken electrical contacts and a malfunction. The event can be prevented by following the instructions for use which state. "Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined the imaging component failure was due to a faulty charge coupled device. In addition, there was a water pressure leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the hd autoclavable camera head displayed no image when plugged in. The event occurred during preparation for use in a diagnostic laparoscopic procedure. The intended procedure was completed using another device. There was no report of patient harm associated with this event.